Event description:
Complainant alleged that the clinician was attempting to defibrillate pt (age and gender unk) with a heart rate in ventricular tachycardia. The clinician charged the device to 200 joules, but when the discharge buttons were depressed the device did not discharge, and the device continued to emit a charge tone that indicated that the device was still charged. The clinician was able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.